Event description:
It was reported that the patient felt stimulation with right ventricular (rv) pacing. The rv lead exhibited high thresholds and non capture. A chest x-ray was performed which indicated that a perforation had occurred. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.